Event description:
Reference importer report (B)(4).

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). Arjohuntleigh received a complaint where it was indicated that during the transfer the patient jerked and then fell out of sling and hit his head on the floor. The patient sustained injuries to the head (subdural hematoma) as a consequence of the event and was hospitalized. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. It has been established that the lift device (marisa) and the clip sling were being used for patient handling at the time of the event. The lift device was inspected and no malfunctions were indicated on the marisa lift that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh representative found the sling with grey clips. The serial number was not provided. This sling was supplied with IFU's that state the sling has a two year lifetime. Production of slings with grey clips was seized long ago (between 2005-2006), so definitely the sling was used longer than two years - the sling exceeded its lifetime. In accordance to the information documented in incident description form, the sling was found to be "old" and "worn," with clips "loose," "one of the clips was really loose." In accordance to photos attached to the complaint, an insert inside of one of the clips was missing. This is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling was worn, and should not have been used. This may point to the staff not knowing of the necessity of the pre-use checks as indicated in the IFU, which in turn makes it unlikely the pre-use check were followed. Therefore, the hoist and the sling which work as a system were found to have not been to specification when the event took place. In accordance to information provided the patient jerked during the transfer and then slid out of sling. Only very rarely we are presented with an event description that makes note of a person in the sling making or being prone to making spastic movements. Even within those cases, it is rare that an actual link is made in the description itself that the spastic movement caused a clip to come undone. There must be sufficient force applied under the clip to push it off so that the pin moves from the narrow aperture slot into the wider section. For the clip to become completely detached there needs to be an additional movement that pushes the clip outward, away from the hanger bar once it has been pushed upward. This does not appear to be likely occurrence. However, should it occur, when the labeling is followed the caregiver will be able to prevent an adverse outcome. In essence: an unexpected movement of the hanger bar is not likely to have detached a clip because the clip attachment system is designed for keeping in place during such movements in the first place. As is shown by our simulations. Our assumption is that the facility staff does not understand the necessity of the patient's assessment before transfer, that the sling should be inspected before use and that the clips should be checked to be in place before transfer. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU would have been followed, the assessment of the patient's condition was provided properly, the pre-use checks of the sling were followed and the clips were checked to be in place and the straps under tension while the weight of the patient was gradually taken up, the missing clip would have been detected, the event would have been avoided. Based on the customer information, the simulations performed previously and based on earlier incidents our conclusion is that the incident happened due to IFU not having been followed on several points. This constitutes a use error. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents.